Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2007149 medical device expiration date: 31-dec-2026 device manufacture date: 01-jul-2022. Medical device lot #: 1333404 medical device expiration date: 30-nov-2026 device manufacture date: 29-nov-2021 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24 bd safetyglide¿ needles were clogged.the following information was provided by the initial reporter: nurse drew up shingles vaccine to give to patient and changed needle to appropriate size for adult administration. When attempting to pushout extra air in the syringe, nurse noticed needle was not patent.

Manufacturer narrative:
H.6. Investigation summary: one hundred and sixty-two loose samples from batch 2007149 and nineteen samples from batch 1333404 were provided to our quality team for investigation. None of the samples from batch 1333404 showed any signs of the reported defect. Fifty samples were randomly selected from batch 2007149 for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution. The solution was expelled with normal flow. A device history record review was completed for provided batch number 2007149 and 1333404. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed. H3 other text : see h.10.

Event description:
It was reported that the 24 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: nurse drew up shingles vaccine to give to patient and changed needle to appropriate size for adult administration. When attempting to push out extra air in the syringe, nurse noticed needle was not patent.